Event description:
It was reported that the patient became light headed and dizzy for a few seconds while hooking up their new printer to computer. Electromagnetic compatability of their device with a computer and printer/scanner was discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 638rl38 implantable heart ring (B)(6) 2013. (B)(4).